Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead triggered a lead integrity alert (lia) for noise and high pacing impedance. As well, the lead had a fracture which caused inappropriate therapy. The lead was cut, capped and replaced. No further patient complications have been reported as a result of this event.